Event description:
The customer reported an inability to acquire 12-lead on two patients.

Manufacturer narrative:
The customer reported an inability to acquire 12-lead on two patients. There was no indication that the patients were negatively impacted. The factory has not yet received the device for evaluation, and the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.